Event description:
A customer obtained erroneously high troponin (accu tni) results, above the ami cut-off, for multiple patients. Only an example of results from one patient was supplied. The initial result was 0.53ng/ml and 0.01ng/ml upon repeat. The results were reported out of the lab. The customer indicated that one patient had additional treatment performed due to an erroneous result. However, specific information has not been provided to date.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm greiner serum tubes with gel separator. The specimens are aliquoted into 1ml insert cups for analysis on the instrument. Two system checks performed two days in 2009, passed within instrument specifications. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which passed within specifications. C) the fse rebuilt the peristaltic pump due to sporadic errors. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.